Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however, the yellow o-ring was visible and the battery cap was replaced approximately 4 to 6 months ago. There was no indication of moisture or corrosion found in the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: unexplained power on reset (por) events were observed in the black box. The battery compartment was observed to be cracked above and below the bumper pad. The returned battery cap threads were found to be stripped and the cap was unable to secure to the pump. Por¿s were duplicated with the returned battery cap. A new test battery secured to the pump and was used to complete the 24 hour duration test with no pors. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the complaint, the display screen had a pinkish contrast.